Event description:
It was reported that a malfunction occurred, indicated by malfunction code malf 12, on a pump with multiple previous occurrences but no events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump and advised to use an alternate method if necessary. A replacement pump was sent, and the customer was instructed on returning the malfunctioning pump and connecting their continuous glucose monitor (cgm) to the replacement pump as well as programming their settings. Customer will continue to use current pump.